Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin n (lh) 83 units blood collection tubes have no vacuum thus resulting in draw volume of tubes. The following information was provided by the initial reporter. The customer stated: "material no. 367962 batch no. 2018937. It was reported by the customer that tubes have no vacuum thus resulting in draw volume of tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: mat: 367962. Lot: 2018937. No customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes from the bd inventory were inspected and functionally tested and the customer's indicated failure mode of underfill was not observed. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.